Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the atrial lead exhibited noise with noise reversion and automatic mode switch episodes. The device was reprogrammed. No patient symptoms were reported.